Event description:
Blind unit received at loc location. Unknown issue. Upon manufacture's investigation the depth gauge was found to be bent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: product code: 319.006, synthes lot #: h786311, supplier lot #: h786311, released to warehouse: 20 dec 2019, supplier: (B)(4). No ncrs were generated during production. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the ball near to the needle joint was missing. Based on the information available, it is not possible to determine in which part of the process the component was missing. In addition the needle of the depth gauge for 2.0mm and 2.4mm screws was slightly bent. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.